Event description:
The customer reported to bsc that during an upper gi procedure for a female patient (age unknown), the resolution clip device would not release. The procedure was completed successfully with another of the same device. The patient did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.